Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her last blood glucose reading was 501 mg/dl. Customer gave herself a shot and her blood glucose went down to 120 mg/dl. Customer indicated that the insulin pump will rewind but it won't get off rewind mode. Customer tried 5 times and she was not able to get off of it. Customer is currently disconnected from the pump and had no reservoir in. Customer was able to finish the rewind process and the customer received a low reservoir alarm while priming. Customer was advised that she could change the set right now but she indicated that she will call back if she needs assistance. Customer called back and her blood glucose was 128 mg/dl. Customer stated that she treated. Customer stated that she had a compromised force sensor system alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.